Event description:
It was reported that during device preparation for use, the xpert stent delivery system (sds) was attempted to be flushed in the plastic hoop before removal, however did not flush. There was no kinking noted when the device was removed from the packaging. Additionally, it was not known if the mandrel/stylet was present, however, prior to backloading onto the guide wire, the stent was found to be partially deployed. The device was not used. There was no patient involvement. A second xpert stent was used in the procedure without incident. There was no reported clinically significant delay in the procedure due to the device issue. All available information has been provided. Additionally, prior to repackaging for return shipment the stent fully deployed and could not be located.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xpert self expanding stent system (sess) revealed no blood visible, consistent with the reported information that there was no patient involvement. There was saline in the shaft. The stent implant was not returned and was reported to have fully deployed during handling. The sheath was partially retracted for a length of 6 mm. There was a slight bend noted to the proximal end of the metal shaft, possibly due to handling/packaging for return to abbott vascular. There was no other damage noted to the sess. The syringe used to flush the xpert was not returned. The tuohy borst valve was snug but not tight. The metal shaft was able to move freely. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, handling, insufficient support during prep, kinks in the shaft, loosening of the tuohy borst valve, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, based on the reported information and returned device analysis, it may be possible that the premature deployment is related to handling or interaction with the sheath during re-loading, as the distal sheath was retracted 6 mm, consistent with the outer member being pulled back slightly. The reported difficulty flushing the device could not be confirmed during functional testing. A new syringe filled with water was used to flush the sess and fluid exited the tip of the sess. Additionally, it was reported that it was not known if the mandrel/stylet was present. Potential factors for missing stylet include, but are not limited to, manufacturing or removal at the account. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database for the reported lot was performed and revealed no other incidents for this lot. Overall, a conclusive cause for the difficulty flushing, premature deployment and potentially missing stylet could not be determined; however, there is no indication to suggest a product quality deficiency. All self expanding stent delivery systems are inspected for damage during manufacture. Additionally, samples of the units are functionally tested.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.